Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("bleeding/ abnormal bleeding (general)") in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: depo provera. Concomitant products included nadolol. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced abdominal pain ("abdominal pain"), migraine ("migraines"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("headache"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain"), fatigue ("fatigue") and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full)/ salpingectomy (bilateral removal of fallopian tubes)/ oopherectomy (bilateral r). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain, migraine, vaginal haemorrhage, menorrhagia, headache, dysmenorrhoea, dyspareunia, weight increased, fatigue and vulvovaginal pain outcome was unknown and the genital haemorrhage and female sexual dysfunction had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Reporter information, indication female sterilization was added. Events: vaginal haemorrhage, menorrhagia, female sexual dysfunction, headache, dysmenorrhea, dyspareunia, weight increased, fatigue, vulvovaginal pain were newly added. Historical drug was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('bleeding/ abnormal bleeding (general)') in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's previously administered products included for contraception: depo provera. Concomitant products included nadolol. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced abdominal pain ("abdominal pain"), migraine ("migraines"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("headache"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and vulvovaginal pain ("vaginal pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full)/ salpingectomy (bilateral removal of fallopian tubes)/ oopherectomy (bilateral r). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain, migraine, vaginal haemorrhage, menorrhagia, headache, dysmenorrhoea, dyspareunia, weight increased, fatigue and vulvovaginal pain outcome was unknown and the genital haemorrhage and female sexual dysfunction had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted in removal date ((B)(6) 2012 as per summon) most recent follow-up information incorporated above includes: on 12-jun-2019: pfs received: event she did not undergo an essure confirmation test was added. Removal date corrected. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and migraine ("migraines"). The patient was treated with surgery (undergo a surgical procedure with removal of the essure devices). Essure was removed in (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and migraine outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, migraine and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.